Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component a vela main printed circuit board assembly (pcba) and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed pt801 and pt802 transducer faults recorded in the events log and pt801 failed calibration.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" while in use with a patient. The customer reported that there was no patient harm or injury. The customer calibrated the unit but it did not fix the issue.